Event description:
The customer reported to olympus that while using the evis lucera duodenovideoscope, there was an issue with attaching the scope to the distal cover tip attachment. The issue was found during preparation for use, the procedure was completed with the same device (used without being attached) and there was no patient harm associated with the event. The device was returned and evaluated, and the device could not be attached and was used without attachment. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, a visual inspection of the device in question, no defects directly related to the reported event were confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the position of the forceps elevator was tilted against the insertion direction when attachment, and the hook on the distal end of the scope got entangled the rubber cap on the distal end section of the distal cover when rotating the distal cover clockwise (as viewed from the distal end) while pushing hard it. It is also likely the index of the white ring, and the index of the distal cover did not match when attachment, the distal cover was pushed insufficiently, the rotation frequency was not enough during clockwise rotation of the distal cover (as viewed from the distal end) while pushing hard it. The event can be detected by following the instructions for use (IFU) which state: never use the endoscope unless the distal cover is properly attached to the distal end. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo-therapy accessories. And, continuing the examination after the distal cover has fallen off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: d10/concomitant medical products: maj-311 (serial (B)(6)) - event date 14 nov 2022. The issue did not cause a delay in the therapeutic procedure (endoscopic retrograde cholangiopancreatography).